Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection/sepsis. The patient was administered intravenous antibiotics and this device was explanted. No additional adverse patient effects were reported.